Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a aviva meter, compared to a pharmacy meter, within 10 minutes: 550 mg/dl (aviva) and 150 mg/dl (pharmacy meter). No serious injury reported. Requested return of suspect device for evaluation.